Event description:
It was reported that that the patient with this pacemaker device was found in safety mode. The health care professional (hcp) had difficulty reading the data after multiple attempts which indicated that the device was in safety mode or elective replacement indicator (eri). Subsequently this device was explanted due to premature battery depletion (pbd) and successfully replaced. No additional patient adverse effects were reported.